Event description:
Atrial lead impedance >2500 ohms. A lead pin was visualized as not completely inserted in the header. Physician advanced the pin to appropriate position. After re-insertion, bipolar impedance was 448 ohms. The atrial lead itself was not moved from its position in the ra, which appeared normal on fluoroscopy. Lead was revised and remains actively implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.